Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, noise and noise reversion episodes were noted on the right ventricular channel. The episodes were reproducible during provocation testing and no intervention was performed. The patient was stable and will continue to be monitored.